Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques and over filled the cartridge. Tandem technical support informed the customer that not performing the air removal technique and over filling the cartridge with insulin is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 231 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.